Event description:
Received info stating that customer has been going through cartridge in one day. Reportedly, customer uses cold insulin through the load process.

Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u report will be submitted.